Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The reported problem (skin irritation) was confirmed. The patient reported that she previously developed a skin irritation under the lifevest due to being damp/wet from sweating. The patient reported using (B)(6) on the area and that the irritation had improved since using the lotion. During a follow up the patient reported that the area got worse again and a nurse recommended the use of cornstarch on the area. She reported that the area felt better but it was not completely healed. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.